Event description:
The customer stated approximately (B)(6) of his blood glucose readings were not being stored in the memory of the contour. No adverse event alleged. A replacement meter was sent to him.